Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the device on blackscreen. A field service engineer replaced drawer control board on auxiliary fh 2. The system functioned as intended as the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system device is on blackscreen and the power is not turning on. Unable to dispense medication. The customer stated that there was a slight delay to the patient's workflow but they accessed meds from nearby medstation. There were no adverse events or injuries reported based on this incident.